Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after 50 units of insulin had been delivered. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through ensuring that the luer lock was secure. The luer lock was secured and insulin was observed exiting the tubing.